Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric sleeve procedure, during the first two firings there was tearing that took place as well as malformed staples. Unexpected bleeding took place due to device actions and a drain was used to manage post operative bleeding, which is not normal for this procedure. There was no blood transfusion required.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing.